Event description:
A 2.5 mm diameter x 24 mm length endeavor otw drug-eluting coronary stent delivery system was inserted into a patient for the treatment of an unknown lesion. Lesion morphology was not reported. It is unknown if the lesion was pre-dilated. It was reported that the physician was unable to reach the lesion with 2 stents from another manufacturer. An endeavor otw delivery system was inserted and was unable to cross the lesion. It was reported that the stent dislodged. The stent was snared from the patient. The patient's condition is unknown.

Manufacturer narrative:
Lack of information, device not returned for evaluation.